Event description:
It was reported that post implant, the dft thresholds were poor and the patient could not be induced. The lead was replaced and the patient was successfully induced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The damage found was sustained during the surgical procedure.